Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on the screen. A technical support specialist (tss) confirmed that the root cause was an issue with the hospital 3 adt system, which was configured with only one port. As a temporary resolution, the tss restarted the carefusion care coordination engine (cce) server to restore functionality. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not appearing on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.